Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family that the patient turned gray, cold, comatose and had high blood pressure following implant of the leadless implantable pulse generator (ipg). The ipg settings were adjusted for the patient's pacing rate which improved the patient's condition. The ipg remains in use. No further patient complications have been reported as a result of this event.